Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that head of screwdriver fractured when screwing in. Head of device is still inserted in restorative. Procedure was delayed by loosing head of device with ultrasound.